Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction on the day she applied an adc freestyle libre sensor. Customer experienced itching, pain and "feeling of bugs" at the insertion site while wearing the sensor and noticed red itchy scales upon removal of the sensor which left scars. Customer had contact with a healthcare professional who prescribed an unspecified topical medication for treatment. Based on the information provided, there was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an adverse skin reaction on the day she applied an adc freestyle libre sensor. Customer experienced itching, pain and "feeling of bugs" at the insertion site while wearing the sensor and noticed red itchy scales upon removal of the sensor which left scars. Customer had contact with a healthcare professional who prescribed an unspecified topical medication for treatment. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive patch was returned intact. Additionally, dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found, this shows all processes were effective. There is no indication that product was not performing within specification.